Event description:
Registered nurse (rn) completing oral care while using the cleaning wand with the sponge on the end. The sponge broke off. The sponge was far back in this intubated patient's throat. The rn had a difficult time retrieving the sponge from the back of the patient's throat. The patient was sedated not biting, etc. The rn was not forcing the sponge into or around the patient's mouth. It simply snapped off.